Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.this report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the balloon catheter was returned and analyzed. The mechanical operation of the balloon catheter was analyzed and the catheter was damaged during use. The analyst noted that the balloon catheter was returned with the balloon no longer attached to the distal end and with a dried substance throughout the distal end. Droplets of a substance were also observed on the balloon port of the catheter. It is likely that the substance was introduced through the balloon port of the catheter and after it dried, it prevented air from entering the balloon and allowing it to inflate. The balloon may have then ruptured when air was forced through the catheter. (B)(4).

Event description:
It was reported that during an attempted implant, the balloon catheter was unable to be inflated after the first attempt. The balloon catheter was not used and replaced. No patient complications have been reported as a result of this event.